Manufacturer narrative:
Summary of evaluation:evaluation cannot be performed because the device was discarded at the hospital. There is no evidence that the device failed to meet specifications.

Event description:
An unk tibial insert was revised due to wear. The user facility confirmed that device info is not available.